Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional product: serial# (B)(6) d9:yes return date: 10/02/23 h3:yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the controller ((B)(6)) was returned for evaluation. The ventricular assist device (vad) ((B)(6)) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports of the controller. This is an additional finding, not related to the reported event, likely attributed to the handling of the device. Log file analysis revealed that (B)(6) was the patient¿s primary controller in use at the time of the reported event. Log file analysis revealed ninety-nine (99) suction alarms have been logged since (B)(6) 2023. Review of the alarm log file also revealed a controller fault alarm logged on (B)(6) 2023 at 05:02:00, as well as several event exceptions logged on (B)(6) 2023, due to a fault in the internal battery charging circuit. Log file analysis also revealed internal battery voltage values slightly below nominal values. As a result, the reported events were confirmed. However, during supplemental testing, the co ntroller was allowed to run for an extended period of time and results revealed that the controller fault alarm, event exceptions, and abnormal readings in the internal battery voltage could not be replicated. An internal inspection of the controller did not reveal any anomalies. Based on the available information, the device may have caused or contributed to the reported suction alarms event. Based on the risk documentation, possible causes of the suction alarms event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, poor vad filling, and/or inappropriate pump rotational speed. Based on the available information, a possible root cause of the reported controller fault alarm event can be attributed, but not limited, to a faulty internal battery charger integrated circuit. CAPA pr00592731 is investigating this issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm attributed to end-of-life of the internal battery. Review of controller log files also found that the ventricular assist device (vad) exhibited multiple suction alarms. The vad remains in use and the controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-oct-2020 / serial #: (B)(6). UDI #: (B)(4). D9: no, h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 22-oct-2019. H5: no. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.